Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred at the start of a routine hemodialysis treatment, with air visible in the post filter cap. Attempts to resolve the alarm were unsuccessful. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to clotting of the circuit preventing rinseback of the patient's blood. Facility staff attributed the alarms to issues with the patient's vascular access which has since been resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.